Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. Visual inspection noted the returned device to be pre-fired and engaged in interlock. Functional testing required the interlocks to be overridden and the reloads were applied to test media. The reload interlocks were tested and found to function properly. It was reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. 1219930-2021-04362 if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during partial pulmonary parenchyma resection of lung, the handle of the device cannot be squeezed on three reloads. To resolve the issue, a new reload and handle were used. There was no patient injury.